Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -0.50 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved with the lens exchange.

Manufacturer narrative:
Conclusion: as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth, acd, below 3.0mm. Corrected data: lens diopter was -0.5/+4.0/75. Date received by manufacturer on initial report should be 11/25/2016. (B)(4).